Event description:
Patient was undergoing percutaneous procedure for atherectomy of the left lower extremity utilizing a diamondback orbital atherectomy system with a 1.75 mm crown diameter in the classic style. The guidewire was .014 and the shaft length of the system was 135 cm. During the procedure, the device became lodged within the artery. Attempts to clear or dislodge the device were unsuccessful which resulted in abandoning the percutaneous procedure; and the decision was made to convert to an open procedure with a femoral to tibial artery bypass, and extraction of the catheter.